Event description:
Procedure type: laparoscopic sigmoidectomy. Pt gender: unk. According to the reporter: when the trocar was inserted into cavity, there was resistance a little more than usual, but it could be set and procedure was completed. Upon removing, plastic blade of inner cylinder came out sticking to external cylinder, and it was confirmed the tip of the trocar was broken. It seemed like the plastic blade was broken while inserting and it got caught in muscularis. The broken part was retrieved. No bleeding. No tissue damage. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).